Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a stress testing for the pacemaker dependent patient, there were av wenckebach blocks with no pacing observed for this pacemaker. It was noted that the av delay was already set to a lower value than the av. Pacing inhibition was also observed due oversensing of atrial flutter. However, it was noted that the atrial sense flutter markers were present even if atrial flutter was not occurring. It was further noted that the patient presented with a paced rhythm with different av delay times. Technical services (ts) was consulted to review the data. Upon review, ts discussed that the ventricular pacing was occurring for every two atrial senses, since there is one atrial sense inside post-ventricular atrial refractory period (pvarp). Ts noted that pvarp adjustment may be done to avoid two to one conduction. Ts also noted that the reason there was atrial sense flutter markers without flutter being present was due to atrial flutter response changing the mode to pace and send in both changes if the condition of atrial flutter response (afr) algorithm is met. Ts discussed programming options for afr. Ts also explained that the reason why there is a long atrial ventricular delay then a short one appears to be related to an unsuccessful av search. The device has av search programmed on with an av delay of 300 ms. The av delay eventually gets shorter which is a symptom of a previous av search continuing. The field representative discussed with the physician and confirmed the high frequency block was due to av search. Once it was programmed off, no further issues were seen. The pacemaker remains in service and no adverse effects were reported. Additional information was received that the patient experienced discomfort while exercising. The patient was seen in the office and an exercise test was performed where atrial double counting and t-wave oversensing were observed. Blanking was reprogramed which solved the atrial double counting. The t-wave oversensing was resolved by changing the automatic gain control to fixed sensitivity.

Event description:
It was reported that during a stress testing for the pacemaker dependent patient, there were av wenckebach blocks with no pacing observed for this pacemaker. It was noted that the av delay was already set to a lower value than the av. Pacing inhibition was also observed due oversensing of atrial flutter. However, it was noted that the atrial sense flutter markers were present even if atrial flutter was not occurring. It was further noted that the patient presented with a paced rhythm with different av delay times. Technical services (ts) was consulted to review the data. Upon review, ts discussed that the ventricular pacing was occurring for every two atrial senses, since there is one atrial sense inside post-ventricular atrial refractory period (pvarp). Ts noted that pvarp adjustment may be done to avoid two to one conduction. Ts also noted that the reason there was atrial sense flutter markers without flutter being present was due to atrial flutter response changing the mode to pace and send in both changes if the condition of atrial flutter response (afr) algorithm is met. Ts discussed programming options for afr. Ts also explained that the reason why there is a long atrial ventricular delay then a short one appears to be related to an unsuccessful av search. The device has av search programmed on with an av delay of 300 ms. The av delay eventually gets shorter which is a symptom of a previous av search continuing. The field representative discussed with the physician and confirmed the high frequency block was due to av search. Once it was programmed off, no further issues were seen. The pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.